Event description:
At catheterization pt was found to have an 85% stenosis in the sequential bypass graft to the circumflex & obtuse marginal system. This was treated with a 3.5 x 28 taxus stent. The stent was inflated and a focal perforation was noted. Emergently, a 3.5 x 16 mm jostent was inserted with good sealing of the leak.